Manufacturer narrative:
An investigation of kangaroo epump was performed for the reported condition of, ¿the customer states that the pump was to deliver 360ml (total volume) at a rate of 45ml/hour. The feed was completed 45 minutes early (feed should have taken 8 hours to complete, but completed in 7 hours and 15 minutes). Per the customer, the unit will not be sent for evaluation. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. Kangaroo epump was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications. (B)(6).

Manufacturer narrative:
Submit date: 02/08/2016. An investigation is currently underway. Upon completion of the investigation, a follow-up report will be provided.

Event description:
The customer states that they had an issue with a kangaroo pump. The customer states that the pump was to deliver 360ml (total volume) at a rate of 45ml/hour. The feed was completed 45 minutes early (feed should have taken 8 hours to complete, but completed in 7 hours and 15 minutes). The unit showed that the correct rate and volume was infused.